Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the right coronary artery (rca). The lesion was predilated with a 2.75x15mm quantum balloon. The physician attempted to place the 2.75x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. A stent strut was found 'popped out'. The procedure was completed with another 2.75x16mm taxus stent. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.